Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut down unexpectedly, and that the pump battery was observed to be depleting rapidly and hot to the touch while charging. Additionally, it was reported that a resume pump alarm occurred. Customer's blood glucose ranged from 146 mg/dl to 352 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not holding charge issue was verified. Based on the analysis, the alleged unexpected shutdown and resume pump alarm issues were verified in the pump logs; however, no failures were identified. Additionally, the battery hot to touch issue could not be verified.